Event description:
-2x periods per month. -sharp pain on my right side where the implant is at. It's the same pain as the day it went in. -my hips and knees hurt. -my teeth feel like they are going to explode. -my abdomen swells. - I bloat very bad and it's hard to wear a watch or rings. -thinning hair. (B)(4).